Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. At the time of the report with tandem technical support, customer had not addressed bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.